Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this lot number. The filter has been returned. The event investigation is currently underway.

Event description:
It was reported that when the physician deployed the filter, one arm appeared entangled. Attempts to detangle the arm were unsuccessful. The physician decided to remove the filter and was able to place another filter successfully.